Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and two electric shocks inappropriately. Technical services (ts) analyzed device episode data and determined that the atp accelerated the rhythm form the ventricular tachycardia (vt) zone into the ventricular fibrillation (vf) zone. It was noted that the shocks appeared to convert the rhythm to normal. This will be under further review by the cardiology department. No additional adverse patient effects were reported. Currently, this ICD remains in service.